Manufacturer narrative:
Investigation summary: bd received samples from the customer facility for investigation. The samples were evaluated and the customer's indicated failure mode for label lift with the incident lot was observed. A review of the device history record was completed for the incident lots and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. Bd has initiated further investigation relating to this issue through a CAPA #1064141. The investigation is still on-going and improvements will be made as the potential causes of this issue are identified.

Event description:
It was reported that prior to use it was discovered that labels are falling off the tubes with a bd vacutainer® serum blood collection tubes. The following information was provided by the initial reporter: (7 of 7). It was reported that the labels are coming off the tubes.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A sample is available for evaluation. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that prior to use it was discovered that labels are falling off the tubes with a bd vacutainer® serum blood collection tubes. The following information was provided by the initial reporter: (7 of 7) it was reported that the labels are coming off the tubes.